Manufacturer narrative:
(B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy, on vaginal cuff closure, the needle kept breaking, which added at least an hour to the patient¿s surgery. The needle fell into the patient¿s cavity. It was retrieved via a laparoscopic grasping device but extended the case significantly and the surgeon ended up closing the vaginal cuff via hand stitch through the vaginal vault to complete the case. The procedure was converted to open due to the device problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Device two was returned loaded with a broken needle in the left jaw of the device. Device two had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.